Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from okr, there was the possibility that this phenomenon was attributed to the failure of the led on the front panel unit, which might be caused by an accidental failure of the led element. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the failure of the front panel. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the volume indicator value on the front panel was not displayed properly (led segment was partially lacked). There was no report of patient injury associated with this event.